Manufacturer narrative:
Additional information was received on 09-may-2018 for this case: postoperative fever was reported that was determined to be related to the reintervention procedure. The patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of the pre-operative rupture of a 6.4 cm abdominal aortic aneurysm . It was reported that approximately 3 years post index procedure the left limb (16x16x124) of the stent graft appeared to have slightly retracted resulting in a type ib endoleak and aneurysm enlargement. A re-intervention was performed the next day during which an endurant ii iliac extension was implanted to resolve the event. However, it was reported that a follow up CT exam performed approximately 4 months post re-intervention, revealed aneurysm enlargement and a type ib endoleak in the left common iliac limb. A new intervention was performed by coil embolization of the left hypogastric artery; limb extension was also completed, and the event was resolved. Per the physician the cause of the event is undetermined. It was reported that, as per the physician, the limb extension implanted approximately 3 years post index procedure did not have much length left in the iliac to work with. No other clinical sequelae were reported.